Event description:
It was reported that the patient underwent a t10-pelvis surgical procedure to treat deformity. It was reported that the extender was used to de-rotate and during de-rotation the extender splayed. The rod seated well but the set screw would not engage. Solution was to place set screws through adjacent extenders then removed extender and placed the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.